Manufacturer narrative:
Arjo received a customer complaint for enterprise 9000x bed. Following the information provided the customer called arjo and requested for the enterprise 9000x bed service due to damaged side rail. During the device inspection an arjo technician noticed that the side rail lower arm detached from the bed frame and a pin that holds the side rail in place, slid out, which resulted in side rail upper arm partial detachment. There is no allegation of patient involvement. No injury was sustained. The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition: the side rail lower arm detached from the bed frame and a pin that holds the side rail in place, slid out, which resulted in side rail upper arm partial detachment. This was confirmed by the photography evidence provided with the complaint. The technician who inspected the bed assessed that the damage occurred due to an use error. The instructions for use for enterprise 9000x (746-591-en) include the instructions for safe operation to avoid damage of the side rails as follows: - "when the bed is operated, make sure that obstacles such as beside furniture do not restrict its movement." - "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories" - "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. There was no allegation of any patient involvement. No injury was claimed. This complaint is deemed reportable due to the safety side detachment from the bed frame.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo received a customer complaint for enterprise 9000x bed from (B)(6) in france. Following the information provided the customer called arjo and requested for the enterprise 9000x bed service due to damaged side rail. During inspection of the device an arjo representative noticed that the side rail lower arm detached from the bed frame and a pin that holds the side rail in place, slid out, which resulted in side rail upper arm partial detachment. There was no indication of the patient involvement . No injury was sustained.